Manufacturer narrative:
(B)(4).

Event description:
It was reported the programming system was presenting with a communication error. A company representative performed troubleshooting and found that the communication error resolved after the serial cable was replaced. The physician was then provided with a new serial cable. The suspect serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.